Manufacturer narrative:
It was confirmed by the user facility that the caregiver using the stretcher had incurred back pain using the stretcher and had to take time off of work. It was also confirmed that the caregiver had preexisting back injuries and that the caregiver was moving in a repetitive motion lifting the patients up and down all day due to the doctor performing many surgeries during this day. It was further stated that the caregivers did not conclude that there was a defect with the stretcher. A visual and functional inspection was performed by a field service representative who reported that the stretcher performed to specification and that no defects were found and the alleged event could not be duplicated.

Event description:
It was reported that a nurse was allegedly injured when lifting a patient during use with the device. The patient was not affected.

Event description:
It was reported that a nurse was allegedly injured when lifting a patient during use with the device. The patient was not affected. Further information regarding the alleged injury was not provided.